Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a device check after receiving an appropriate hv therapy for vt. High voltage lead impedance rv to can was noted at higher values. The pocket compression showed the same measured values. Can and shocking configuration was within normal limits, indicating possible excessive or scarring tissue contributing to the higher measurements. No programming changes were made. The patient will be followed normally.